Event description:
It was reported that via remote transmission, device was found to be in backup vvi. The patient present in clinic where a device download was successfully performed. Patient condition is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.